Manufacturer narrative:
Date of event: unknown. Investigation: no sample was provided to bd medical ¿ pharmaceutical system (bdm-ps) for analysis, only photo was received. Bdm-ps performed a batch history record¿s review (bhr) including a review of all data collected during in process and quality inspections. The batch involved in this complaint meets all acceptable quality levels (aql¿s), was manufactured and released according to applicable procedures and specifications. Based on the investigation conclusion the defect occurred due to misuse of the combination product. Based on the IFU what was provided to our customer is detailed enough to avoid mishandling due to removal pre-filled syringe from blister or removal of cap so the end user did not follow the instruction. Complaint is not confirmed. (B)(4).

Event description:
It was reported that the plunger of an x100l bd ultrasafe passive¿ x-series needle guard syringe popped off during use causing leakage of medication. There was no report of exposure, injury or medical interventions.